Event description:
The customer initially called to reset his basals. The customer reported hospitalization due to high blood glucose. The customer also reported being hospitalized due to a car accident. The customer states the blood glucose reading at the time of the hospitalization was 101 mg/dl. The customer also states that he has had a blood glucose level of 500 mg/dl and was able to get it down to 300 mg/dl. The customer reported that when he removed his infusion set, he started bleeding and swelling up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.